Event description:
Small clip applier was not firing properly. New clip applier opened and malfunctioning one removed from surgical field. No harm done to patient. Clip applier tagged to be sent back to manufacturer.